Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee cx procedure, the ar-12990n, scorpion needle broke when the clamp was activated. The broken fragment was searched within the joint but could not be found. The case was continued using another ar-12990n.